Manufacturer narrative:
Section a : patient information was not provided. Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
User facility medwatch received that states computed tomography (CT) morphology without graft assessment was performed on (B)(6) 2025. There was concern for increase in outflow graft stenosis, both within bend relief and after bend relief. It was unclear if it was outside of graft or within. The external outflow graft obstruction release was successfully completed on "(B)(6) 2025" by doctor. (B)(6). They used subcostal approach. The bend relief opened nearly to the end with significant amount of biodebris was removed. The patient tolerated the procedure well and has been discharged home.